Event description:
A spark was noticed when doing tonsilectomy. M.d. Stooped procedure. A burn through was noticed on the blue insulation of the bovie tip. Small open blisters noted on inside bilateral corners of mouth.